Event description:
Yag laser set up and calibrated according to policy. Aiming beam checked and appropriate. Laser fiber inserted in through endoscope. Aiming beam worked, then cut out. Output from laser dropped after malfunction. No apparent injury to pt.